Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information receieved notes that patient anatomy prevented the lead from being implanted. The pstient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the left ventricular lead was unable to be positioned for implantation. It is unknown if patient anatomy prevented the lead from being implanted. A second lead was implanted instead. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.